Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed contamination and infestation. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf150) related to an electro-valve failure. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed the occurrence of a battery charger fault and an error message (sf75) related to software calibration. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf150 was due to soldering process during assembly, the sf75 was due to contamination of the device pneumatic block and the battery charger fault was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf150) related to an electro-valve failure. There was no patient harm or serious injury reported as a result of this incident.